Event description:
Caller reported aviva system blood glucose results of 776 and 129 mg/dl within 10 minutes. Customer did not advise if she saw mg/dl on the screen when 776 appeared. Customer does believe this was a result since it appeared after she applied blood to strip. 776 is outside of the meter's reporting range of 10 mg/dl-600 mg/dl. The meter was correctly coded to 776. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.